Event description:
As reported by the user facility: rn started IV with introcan, withdrew needle and laid down needle to finish procedure. When went to clean up, too quickly picked up and stuck himself well in the right index finger. Nurse realized at that time that the safety mechanism did not activate on product. First aide as per policy protocol applied and nurse had blood collected for baseline tests as well as the pt who is (B)(4). Employee recovered well. No results at this time of blood, although nothing noted of infection risks other than blood exposure.

Manufacturer narrative:
Exemption number (B)(4). B. Braun medical, inc is submitting a single report on behalf of b. Braun (B)(4) (the MFR), and (B)(4) (the importer). This report has been identified as b. Braun (B)(4) internal report # (B)(4). The actual device in the reported incident was not returned for eval. W/o the actual sample a thorough investigation could not be performed. While no specific conclusions can be drawn, the facility report did indicate the after withdrawing the needle, the nurse laid the needle down, and when went to clean up, the nurse picked up the needle to quickly. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been forwarded to the actual MFR for further eval. A f/u report will be filed if add'l pertinent info becomes available.